Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. However, returned device analysis revealed stent damage and detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent had detached from the balloon. Only the stent was returned for analysis. The entire 32mm long stent was damaged with the stent struts overlapped and bunched into approx. 15mm. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).